Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that a communication failure occurred due to a breakdown of the cable unit and the image was no longer displayed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned however, inspection has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.